Event description:
It was reported that during a breast biopsy, the physician felt resistance and that marker would not deploy. They changed to a second marker and had the same issue. They switched to a different box and had the same issue. They switched to a different box and completed the case with no consequence to the pt.

Manufacturer narrative:
Date sent: 12/11/2008. (Device a): introducer tube rotation. (Device b): results: (clear tip sheared at distal tip). Eval summary: no conclusion could be reached based on the analysis results as to why device a reportedly malfunctioned during surgery. The applier was returned in good physical condition. The introducer tube was noted to rotate on the handle. However, the firing mechanism was tested and it was fully functional. Although the event could not be confirmed, a corrective and preventive action has been initiated to address the root cause of the deployment and introducer tube rotation issues. The analysis results found that the tip of the introducer tube was received sheared off and missing of device b. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.